Manufacturer narrative:
This report is in response to medsun uf report # (B)(4) which was received by amt from the FDA on 06/16/2025. Based on the provided information, the reported incident is not a reportable event per 21 cfr section 803. There was no death. There was no serious injury, as defined by the FDA. This was not life-threatening, nor did this result in permanent impairment or necessitate medical or surgical intervention to preclude permanent impairment. Amt reached out to the reporter in attempts to retrieve the device for examination on (B)(6) 2025. At the time of this report there has been no response to the availability of the device. Due to this, a visual and functional evaluation could not be performed, and device failure could not be confirmed. Based on the provided information, the reported complaint is not believed to have been caused by a manufacturing defect. A complaint has been logged in our system to track this record in complaint #: (B)(4) and will be used for trend analysis.

Event description:
Per the original reporter in uf report #:(B)(4), it was reported that, "while trying to bridle the pt.'s duotube, it was discovered that one of the magnets fell off the end when trying to remove and reposition the stylets. The magnet was connected to the opposite stylet upon removal".